Event description:
A pt with a history of CABG x 3 sixteen years ago had three cypher stents implanted. Four months later, the pt had cardiac arrest which was treated medically; pt died shortly after arriving at the emergency room.